Manufacturer narrative:
The insulin pump passed the displacement test and rewind test. The device was unable to prime during prime test and it alarmed motor error during basic occlusion test due to faulty force sensor system. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, during the fill process the insulin pump squirted out the insulin and no numbers appeared in the screen. After he held the act button pressed, the device alarmed compromised force sensor system. Customer's blood glucose was 184 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.